Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) top screen is difficult to open. Both hinges was replaced. Pm and safety check performed, repair done. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions),corrected fields: e1 (event site telephone: (B)(6) additional information: e1 (event site postal code: (B)(6). A getinge field service engineer (fse) replaced both hinges during pm and safety check performed, repair done. The fat performed a visual inspection and found the parts to be in a worn condition. The fat installed the hinges in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual revision r. It was found that the hinges were seized up making the top screen difficult to open. Fat verified the reported problem but no root cause was defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.